Event description:
Patient began displaying long pauses on the heart monitor. Registered respiratory therapist (rrt) called, patient hooked up to pacing pads per protocol. Dr. Responding ordered pacing, ICU nurse and nurse set up zoll defibrillator from crash cart; however, it would not allow us to adjust the ppm function. ICU brought up their own defibrillator to transport patient to ICU. The same steps were taken to set up ICU defibrillator and ppm could be adjusted. Central called for new crash cart; however, informed us that they do not replace the monitors, only the crash cart. Left without a defibrillator. From biomed: verified problem as stated pacer function of defibrillator rate (pacing/minute) cannot be adjusted with rate switch stuck at 70ppm. See truasset work order. Calling manufacturer for warranty service. New zoll r-series had a failure at approximately 21:00 (9:00pm) when it was to be used as a pacer. Once connected to patient staff could not adjust pacer rate (ppm) in was stuck at 70ppm. Iccu was contacted and they came up with another zoll r-series that functioned correctly. Apparently, there was no patient harm only a delay. Ce staff only learned about it by rl-6 report. When I came in this morning after reading rl-6 I went to check out another new unit that has not been deployed yet. I need to design a test jig (our test jig was configured for r2). While checking spare unit manager called me. I brought spare unit to her. And verified problem as stated on the unit. Zoll r series units come with a 5-year warranty, I contacted zoll and they will treat as an out-of-box failure and are sending a new unit.